Event description:
Boston scientific received information that this system was explanted due to a patient infection. The physician placed a new pace/sense right ventricular lead and hooked up this device up as a temporary pacer and turned tachy therapy off. Technical services discussed this is off label use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.